Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that before infusion, the cassette was not recognized. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, when in multi-user mode, the device latch lock sensor could not detect when a cassette is attached or locked. Root cause of the reported issue is unknown, but the latch lock flex sensor circuit was found to be inoperable. Recommend that the latch lock flex circuit be replaced. A nonconformance report was created for the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired for bubbled downstream occlusion (dso) seal. This repair should not have adversely impacted the function of the latch/lock flex.